Manufacturer narrative:
A review of tickets determined no increase in complaint activity for lot 89197ui00 and no trends were identified. Return testing was not completed as returns were not available. Historical performance in the field of architect b-hcg reagent lots using world wide data through abbottlink was evaluated. The patient median result for lot 89197ui00 is comparable with all other lots in the field within established baselines, confirming no systemic issue for the lot. A review of the architect i2000sr instrument log files and supporting information provided by the customer confirms their observation of false positive patient results. However, no instrument issues were identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect b-hcg, lot 89197ui00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for patient information, patient identifier = (B)(6). There is no further patient information provided due to privacy issues.

Event description:
The customer reported a false positive architect b-hcg result on one patient. The results provided were: sid (B)(6) on (B)(6) 2018 = 1834.97miu/ml (>/=25.00miu/ml=positive). The result was questioned by the physician so the sample was retested = 0.20iu/ml (</=5.00miu/ml = negative). There was no reported impact to patient management.